Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/23/2009 and 01/18/2010 by phone, mail and fax. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. He indicated the pt had more astigmatism following iol implant surgery than before surgery. Additional information has been requested.